Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory analysis was completed and reviewed. This lead was subjected to and passed all functional testing. Analysis determined this lead met specification.

Manufacturer narrative:
No further information concerning this report is available at this time. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was explanted one day post implant due to an unknown reason. No additional adverse patient effects were reported.